Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used in a procedure to treat a 99% stenosed heavily calcified mildly tortuous ostial circumflex artery. The lesion was wired with a viperwire coronary guidewire and the oad was prepared without any issues. The physician used glide assist to cross the lesion and proceeded to treat the lesion with a retrograde technique. Seven retrograde treatments were performed at low speed for a maximum of thirty seconds each followed by an equal amount of rest. Due to the patient's impaired kidney function, angiography tests after each treatment were avoided until the physician had completed preparation based on consistent pitch during the last treatment. The physician then performed an angiogram to confirm result prior to stenting, and blushing or perforation was observed distal to the lesion which required treatment with balloon tamponade and non-abbott covered stents. In the opinion of the physician, oad caused or contributed to perforation. The patient was stable and discharged from hospital.